Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: no product at hand; no pictures available. Batch history review: because the instrument is a purchased part, a batch history review is not possible. There are no further complaints with this error pattern with this lot at hand. Conclusion and root cause: the root cause for the problem is most likely usage related. Rationale: the described type of failure is most likely a mechanical overload. Without further knowledge about the circumstances we assume that the surgeon grasped too much tissue or very hard tissue/material. The instructions for use (IFU) direct the user to avoid this: do not grasp, seal or cut strong, rigid or very thick tissue such as bone or cartilage - risk of injury to patient and/or damage to the instrument due to clamping of metallic objects and /or strong, rigid, or very thick tissue.

Event description:
It was reported that there was an issue with caiman instruments. During an open hysterectomy ,the first one was set aside and replaced after it appeared to short-circuit, and a burnt smell emanated from it. There was a short delay of less than 15 minutes and no patient harm occurred. During the same procedure, the second disposable instrument "blocked" while it was clamped on tissue. The jaw was unable to be re-opened; instead, another device was used to cut through tissue around the jaw due to the malfunction. The caiman was then removed and it was no longer functional. The procedure was completed successfully; however, it caused another delay of less than 15 minutes. It was noted that the staff regularly used this medical device; in both instances, the products had been connected to the generator which functioned without error messages. Additional information was not provided.